Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, mildly tortuous external iliac artery that is 100% stenosed. During deployment of the 6.50x80mm supera self-expanding stent (ses), increased resistance was encountered. There was difficulty fully retracting the thumb slide with each attempt. After multiple attempts, the stent was ultimately successfully deployed. During withdrawal of the stent delivery system, high resistance was encountered. Subsequently, the tip separated and became lodged within the artery. The distal tip of the delivery system was successfully retrieved via aspiration using a 4f support catheter. The stent was observed to be elongated to approximately 12 cm instead of 8 cm in length. There were no reports of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.